Event description:
A patient was admitted in (B)(6) suffering from an acute myocardial infarction and was taken for angioplasty with hemodynamic support provided by ECMO and an impella cp. The patient was supported with two impella pumps, first a cp and then care was escalated to a 5.0 for over 3 days. The team observed a cerebral infarction at the time of pump explant.

Manufacturer narrative:
The investigation into the cerebral infarction is on-going at this time. No product, imaging, or further clinical details have been shared. Should the medical center in japan share product and such, and the investigation lead to a root cause, a final report will be filed. The failure mode will be monitored and trended.